Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0mm x 100mm x 50cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 30 atmospheres for 40 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b - pro code (product code): lit, dqy.